Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device alarmed repetitive motor error alarms. Customer's blood glucose was 7 mmol/l. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement test. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had and intermittent failure that was not detected during our testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.